Event description:
ICU medical safeset device. Lot number 143516669 separated at the blood draw port spontaneously about 20 minutes after the tubing was changed. Noted quickly because patient was being repositioned. Safeset removed and tubing changed over to use the edwards vamp device.